Event description:
It was reported by a medical examiner's assistant that a vns patient had passed away with no additional information provided. Follow-up with the medical examiner through a patient death follow-up form revealed the patient died of cod-cardiac dysrhythmia due to epilepsy and the relationship between vns and the cause of death was unknown. Moreover, it was indicated by the medical examiner that the patient's death was not witnessed, and the patient was receiving vns therapy at the time of death. An autopsy was performed on the patient, and the explanted generator and lead were returned to the manufacturer to undergo product analysis.